Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer mentioned that they had issues regarding their pancreatic cancer since (B)(6) 2019 and had to have surgery to have their parodic gland removed for hypothyriodism. The customer was not wearing their insulin pump during the surgery. The customer mentioned that their insulin pump has delivery issues ever since they had surgery. The customer was assisted with troubleshooting but decided to return the insulin pump for analysis.